Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2024 at 18:38:19 through (B)(6) 2024 at 13:18:50. The data prior to (B)(6) 2024 at 20:34:46 is consistent with manufacturing/the implant procedure. The file captured intermittent pulsatility index (pi) events on (B)(6) 2024. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and neurological events, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and neurological dysfunction as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent heartmate 3 implant on the afternoon of (B)(6) 2024, and in the morning of (B)(6) 2024, around 9:50 am, the patient had an episode of sustained ventricular tachycardia (vt)/ventricular fibrillation (vf), and they experienced altered mental status and hypotension. The episode lasted over 2 minutes and ultimately required defibrillation. The patient did not have history of arrhythmia pre-left ventricular assist device (lvad). The arrhythmia was not thought to be device related. An implantable cardioverter defibrillator was not implanted prior to lvad. The event resolved with defibrillation. There were no alarms during this time. Log files were submitted for review and captured no unusual events following implant. The log file captured a couple of pulsatility index (pi) events around 9:50 am on (B)(6) 2024. Parameters at the time were flow (3.3-3.6 lpm), power (3.45-3.66 mw), and pi (2.4-4.2).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.